Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While moving the patient from the table to the bed, the staff inadvertently pulled out the impella cp. The impella cp was explanted and replaced with a new impella cp. The patient survived the procedure.